Event description:
Heads have come off the stem / I cleaned my teeth. It came off in my mouth - oral-b [device breakage]. Case narrative: elderly male consumer via phone reported that his oral-b toothbrush heads have come off of the stem and while he was cleaning his teeth, it started rattling and the oral-b toothbrush head came off in his mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Heads have come off the stem/I cleaned my teeth [...] It came off in my mouth - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: elderly male consumer via phone reported that his oral-b toothbrush heads have come off of the stem and while he was cleaning his teeth, it started rattling and the oral-b toothbrush head came off in his mouth. No injury was reported. 02-feb-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
On 02-feb-2024, product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.